Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information received indicates the lead conductor was fractured. The patient heard an alert and the remote transmission showed pacing lead impedance greater than three thousand ohms, and r-wave of 2.6 millivolts and a pacing threshold of 8.0 volts at 1.0 milliseconds; oversensing was also observed resulting in failure to pace the patient appropriately. The lead was surgically "abandoned/capped" and replaced. The product was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the product surveillance registry clinical study.

Event description:
It was reported that the the right ventricular (rv) lead had a threshold increase and failed to capture. The rv lead had a "sudden" dislodgement within one week following implant. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.